Manufacturer narrative:
H6: investigation summary: one sample of material number 2420-0007 was received for quality investigation. The customer complaint of tubing damaged was verified by visual inspection. Upon evaluation of the sample, a tear in the tubing can be seen at the distal end of the infusion set. The lot number for the assembly was reported as "unknown." A device history record review for model 2420-0007 and possible lots that may have been affect was performed. There were no quality notifications issued for the failure mode reported by the customer during the possible production build of those sets. An investigation at the manufacturing facility was conducted, and the most potential root cause for the leakage due to damage in the tubing is related to the cut process carried out by the assembler. Personnel was not correctly performing the cutting method of the tubing. H3 other text : see h10.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set experienced defective causing leakage. The following information was provided by the initial reporter: rn priming new tubing for patient and noted fluid leaking. I found a small crack/puncture in the tubing. I marked on the tubing with sharpie where the crack is. Hole noted in the tubing segment that distal to roller clamp. Rn marked with black marker to easily identify hole.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set experienced defective causing leakage. The following information was provided by the initial reporter: rn priming new tubing for patient and noted fluid leaking. I found a small crack/puncture in the tubing. I marked on the tubing with sharpie where the crack is. Hole noted in the tubing segment that distal to roller clamp. Rn marked with black marker to easily identify hole.

Manufacturer narrative:
A.2. Date of birth: patient¿s birthday was not provided, (B)(6) 2016. Was used based on age of patient. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D.4 device expiration date: unknown. H.4. Device manufacture date: unknown.